Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (lhr)was reviewed for the reported lot and there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use(IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified and 90% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 2.0 x 12 mm unspecified balloon catheter. A 3.5 x 38 mm xience prime was deployed when an edge dissection occurred which was treated with another xience prime stent. There was no clinically significant delay in procedure. No additional information was provided.